Event description:
It was also reported that the malfunction occurred during an unspecified procedure which was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of darkened image was confirmed. Device evaluation also found the scope detection slide was not functioning and the front panel was always blinking. Based on the results of the investigation, it was presumed that the darkened image was due to a scope socket failure. The root cause could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source exhibited dark image/no image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1: establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.